Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. The hemostasis valve of the watchman® access system was leaking blood. The patient lost about 1 liter of blood, so the procedure was stopped and the access system was removed. A blood transfusion was performed. The patient is currently stable.